Event description:
The reporter called an alleged discrepant results when compared to a lab on five patients. The reported device result was 3.5, 2.3, 4.1, 4.5 and 4.8 inr. The corresponding reported lab result was 2.2, 1.8, 2.8, 3.2 and 3.4 inr.